Manufacturer narrative:
The manufacturer previously reported type of reportable event as other in section h1. After review, it was determined type of reportable event should have been serious injury. Section h1 updated in this report.

Manufacturer narrative:
H3: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a CPAP device that was filthy with handprints and grease when received by the patient. The patient also alleges the device pressure seems low, and a possible thermal event occurs. The patient alleges shortness of breath, exhaustion due to waking up at night, headache, nausea, coughing, face redness, hoarse throat, and an increase in her blood pressure (bp). The patient visited the doctor and subsequently her bp medications were increased. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to a reference to a repaired or recertified dreamstation CPAP with an allegation of low device pressure and a possible thermal event. The patient alleges shortness of breath, exhaustion due to waking up at night, headache, nausea, coughing, face redness, hoarse throat, and an increase in her blood pressure (bp). The patient visited the doctor and subsequently her bp medications were increased. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and power cord. Pil performed a 2.5 hour timed temperature test because of the customer complaint of a thermal issue. The manufacturer concludes the following from an external and internal inspection: 0 errors were logged. Dust-like contamination at the air inlet of the blower box and throughout the inside enclosure. Black dust-like contamination on the ui panel. Black dust-like contamination on the bottom enclosure. Dust-like contamination on top of the blower motor. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the findings and were most likely from an external source. The manufacture was not able to confirm the complaint or address the symptoms specified. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.